Event description:
Additional information was supplied by the customer. The name of the procedure performed was a laparoscopic total hysterectomy, bilateral salpingectomy, and cystourethroscopy. No other devices were involved in the event. The device did not fall into the patient's body. There was no unplanned diagnostic imaging required to locate or confirm removal of the device. There was no delay in the procedure, and the new device was replaced immediately. The patient was under general sedation during the procedure. There was no patient injury or harm due to the device malfunction. No intervention was performed, with no change occurred in the treatment plan.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event details and product return date. Additional information: b5, d9.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a fracture problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic procedure, the thunderbeat device was reported to have a broken tip and ceased functioning midway through the case. Troubleshooting efforts were attempted but were unsuccessful. There was no medical intervention required, and no adverse effects were reported for the patient. The intended procedure was successfully completed using an olympus backup device. The patient was under sedation at the time of the issue. No patient harm was associated with this event.